Event description:
Biomed reported a secondary of the antibiotic zyvox ran in too fast on an ICU pt. A subsequent note received with the product states: "b pump does not function correctly. Pump delivers faster than the amount programmed. Pl check. Secondary and primary are malfunctioning." There was no pt harm reported and no medical intervention required. Customer stated that no further event or pt info is available.

Manufacturer narrative:
(B)(4): conclusion: no available code for undetermined or unk cause. The customer's report of primary set malfunctioning was confirmed to be due to a check valve failure. Please refer to MDR# 2016493-2011-00497 for results regarding alleged over infusion. Functional testing performed on the returned set indicated a faulty check valve. Testing at the supplier also produced a failed result. Disassembly of the check valve part found two clear particles located between the housing seal area and affixed silicone diaphragm. The particles were identified to be pvc. The cause of the check valve failure is due to two pvc particles found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.